Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion indicated by an extended charge time. It was also noted that this charge time significantly increased over the past six months.